Event description:
It was reported that prior to starting a procedure using the da vinci s surgical system, while setting up the illuminator, the site experienced a system error stating no light from illuminator. The nurse exchanged the illuminator light bulb however, the system error recurred and the site was unable to locate a replacement illuminator. The patient was under anesthesia when the surgeon made the decision to abort the planned surgical procedure. No further information is available. No patient harm was reported.

Manufacturer narrative:
The field service engineer (fse) has replaced the illuminator to resolve repeated errors during startup. The system tested to specification. The illuminator was returned and evaluated. Engineering was able to replicate the customer reported issue when installing the illuminator onto a test system; it powered up but failed to turn on light. The illuminator has been sent to the OEM (original equipment manufacturer) for repair. Isi has contacted the site to verify additional information concerning the status of the patient; however, no additional information has been provided at the time of this report. A follow up MDR report will be submitted if additional information is received.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the OEM (original equipment manufacturer) found that the control board failed (the shutter would not open). The illuminator was repaired: the control board was replaced and the unit was burned in for one hour. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.